Manufacturer narrative:
The tech isolated issue to the head cylinder. He replaced the head cylinder to repair the bed.

Event description:
Info received indicates the head section will not go up or down when pushing the button on the siderail or manually, and the manual CPR will not work.